Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/04/2014 with the following findings: a review of the pump history revealed a history of rebooting. The battery compartment was found to be cracked and the threads damaged. The battery cap was found to have damaged threads. The battery cap was unable to be secured to the pump and power loss was experienced during investigation. A test battery cap was utilized for further testing. No power issues were experienced during a 24 hour exercise test. Unrelated to the complaint, investigation revealed the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the patient awoke to find the pump powered off and the battery cap separated from the pump. The battery cap failed to screw into the battery compartment. There was no damage to the battery cap or battery compartment noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.